Event description:
Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in duration and frequency of seizures. It was noted that the vns is nearing end of life and the patient would be referred for generator replacement. It was noted that the battery status was less than half green. The notes indicated that the patient experienced six seizures in march with a three to five minute cluster. It was noted that in april the patient experienced six seizures with two lasting over a minute. It was noted that so far in may the patient had experienced four seizures with one lasting two minutes and 15 seconds. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Analysis was completed on the generator. There were no additional performance or any other type of adverse conditions found with the pulse generator. The device was not at a near end of service condition. The battery status was ifi-no.

Event description:
It was reported that the patient underwent prophylactic generator replacement surgery. The explanted generator has not been received to date.

Event description:
The explanted generator has been returned to the manufacturer where analysis is currently underway.